Event description:
It was reported that rotation speed was unstable. A 1.50mm rotapro and a rotapro console were selected for use in a percutaneous coronary intervention to treat coronary artery disease. During the procedure, the speed was set to 160,000 rotations per minute (rpm), but the burr was not maintaining a consistent speed. The speed would fall below 160,000 rpm and jump over 200,000 rpm. While in dynaglide mode during the first ablation, an intermittent jumping noise was heard from the advancer, and the device would stall. Connections were checked, but the 1.50mm rotapro was ultimately exchanged for another. The errors resolved, and the procedure was successfully completed. No patient complications were reported.

Event description:
It was reported that rotation speed was unstable. A 1.50mm rotapro and a rotapro console were selected for use in a percutaneous coronary intervention to treat coronary artery disease. During the procedure, the speed was set to 160,000 rotations per minute (rpm), but the burr was not maintaining a consistent speed. The speed would fall below 160,000 rpm and jump over 200,000 rpm. While in dynaglide mode during the first ablation, an intermittent jumping noise was heard from the advancer, and the device would stall. Connections were checked, but the 1.50mm rotapro was ultimately exchanged for another. The errors resolved, and the procedure was successfully completed. No patient complications were reported.

Manufacturer narrative:
Device eval by MFR: returned product consisted of the rotapro atherectomy system. The burr catheter was received attached to the advancer unit. Both the advancer and burr catheter device had the original labeling. Analysis of the advancer, handshake connections, sheath, coil, burr and annulus included microscopic and visual inspection. Inspection revealed damage to the coil (stretched and compressed) that was located 34mm from the distal end of the catheter housing. Functional testing was performed by attempting to rotate the drive shaft, and the drive shaft was able to be rotated with no issues. The rotapro advancer (with the original burr catheter) was then connected to the rotapro control console system. The device was turned on, but the device stalled out after only 1-2 seconds of operation. The burr catheter was detached from the advancer, and then the advancer was turned on. The advancer was able to reach optimum speed, the speed was not unstable, and there was no air/gas leaks and no abnormal noises.